Event description:
It was reported that when the patient presented for follow-up the right ventricular lead exhibited decreased r-wave amplitudes and loss of capture. Fluoroscopic imaging revealed that the lead was dislodged. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.